Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged that the battery compartment was cracked and there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple low battery warnings, related alarms and evidence of short battery life. The battery compartment was observed to be cracked with evidence of moisture inside; and the leak test failed due to the battery compartment crack. The pump powered on with the returned battery cap, and the cap was unable to fully secure onto the pump. The electrical current draws measured within specifications, and a prime sequence was performed successfully. The pump was opened and no evidence of moisture was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.